Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00347. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was positioned in the patient and then a 24mm watchman &#59404;aa closure device & delivery system was advanced. The watchman laa closure device was deployed in the laa and it was noted that the feet of the device were caught up in the tissue as the device had been deployed too distally. A partial recapture was performed and the device was repositioned. The patient's blood pressure dropped. Medication was administered and the patient stabilized. A pericardial effusion was observed; contrast was leaking into the pericardial space. The compression, stability and position of the device were adequate and there was no flow around the tip of the device which indicated the seal was good, therefore, they opted to release the device. Pericardiocentesis was performed. The patient was stable; however, the physician opted for a window surgery. During surgery, the watchman closure device was removed, the pericardial effusion was repaired and the laa was ligated. A maze procedure was also performed to treat the atrial fibrillation. The patient was extubated that evening. There were no further patient complications reported and the patient's status was fine.